Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: customer was attempting to test using expired test strips. Test strips (lot no: 0613840) expired may 31, 2008.

Event description:
Customer reported receiving an ER-4 message displayed on her freestyle flash blood glucose meter. She further reported subsequently experiencing chest pains, blurred vision, slurred speech, felt tired and had a "fruity smell" to her breath, with a resultant loss of consciousness. Customer self-presented to a local healthcare facility where she was diagnosed with severe hyperglycemia and treated with an intravenous infusion of insulin. There was no report of death or permanent injury associated with this event.